Event description:
It was reported that the patient presented for follow-up after inappropriate shock was delivered by the implantable cardioverter defibrillator. Programming interventions were made. The patient remained stable throughout and will continued to be monitored remotely.